Event description:
The investigation was concluded on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
Imdrf annex g code: g04092 - needle this file is related to MDR ref #3001845648-2021-00096. Device evaluation: 1x echo-19 of lot # c1777494 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on (B)(6) 2021 the returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: the needle was found to be broken distally. Stylet partially removed on return. Sheath extender able to advance and retract without issues. Needle able to advance and retract without issues. Stylet fully removed without any issues. Additional lab evaluation was completed on the (B)(6) 2021 to evaluate the stylet difficulties reported and check if stylet could be fully inserted. This could not be verified due to break observed. The stylet difficulties reported are most likely due to the distal break observed. During the evaluation stylet attempted to be inserted but unable to pass. Proximal needle break was observed. Stylet unable to pass the break. It may be noted that the proximal needle break was observed post lab evaluation. During the initial device evaluation the sheath extender was able to advance and retract without issues and needle was able to advance and retract without issues, which indicated that there was no proximal needle break during evaluation. Therefore the proximal needle break occurred post lab evaluation, likely caused by device handling or storage facilities in the complaints laboratory as part of evaluation. Additional information was requested to aid with the investigation: " as per additional information: "q22. Did any section of the device detach inside the patient? Yes" please clarify? > yes, the needle tip of the echo-hd-3-20-c detached inside the patient; when needle was retracted from pancreas into the sheath customer saw part of the needle tip in the stomach; tip was taken out of the patient after removing the needle system from the working channel; case 2; echo-hd-3-20-c # as per complaint description, the following was noted in relation to needle: "needle tip that broke off was still in working channel and was carefully taken out; no harm to patient and no damage to scope." Can you please confirm at what point was it noticed the needle had broken? > complete needle system was removed from working channel; then customer saw that needle tip was no longer intact; needle tip that broke off was still in working channel and was carefully taken out; case 1; echo-19 did the needle broke in the patient during puncture? > no info available at what stage of the procedure the needle broke, means also no info if it broke ion the patient or in the needle sheath inside working channel case 1; echo-19" document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1777494 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1777494. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use", ¿step 6. Advance needle into lesion. Step 7. Remove stylet from needle by gently pulling back on plastic hub seated in metal fitting of needle handle. Preserve stylet for use if additional cell collection is desired." There is no evidence to suggest that the customer did not follow the instructions for use, as per additional information provided the stylet was partially removed when advancing into the target site as required "there was a misunderstanding of the question ¿was the stylet partially removed when advancing into target site¿? Bodo thought that the question was if the stylet has been pulled back over a longer distance, which wasn't the case. But customer pulled it back 1-2 cm to have it back in the needle tip, so the tip of the needle is sharp!" A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion. Although it has been advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to break and subsequently lead to resistance while removing the stylet. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. It may be noted, as per complaint description "needle tip that broke off was still in working channel and was carefully taken out; no harm to patient and no damage to scope." Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During procedure both needle tips tore off. Update cc form: case 1: involved product echo-19; pat with pancreatic pseudocyst; wanted to get cyst material for diagnostic purpose; transgastric puncture into the cyst; stylet was removed but there was a lot of resistance and not so easy to remove stylet; aspiration of cyst content, needle was pulled back out of the cyst and into the sheath; complete needle system was removed from working channel; then customer saw that needle tip was no longer intact; needle tip that broke off was still in working channel and was carefully taken out; no harm to patient and no damage to scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal from the needle . Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Stomach. Please describe the size of the intended target site. The echo-19 was a 4cm cyst. With the echo-hd-3-20-c liver 2cm. If not with the device in question, how was the procedure performed and/or finished? Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus gf-uct-180. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? By the retraction . Was the syringe used during the procedure, after the stylet was removed? Yes was difficulty experienced while retracting the needle? Yes. Was it possible to fully retract before removing the needle from the patient? Only together device and needle. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? None. Did any section of the device detach inside the patient? Yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? No. Is the patient known to be covid-19 positive? No.